Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and twelve days after the implant of this transcatheter bioprosthetic pulmonary valve, the valve was replaced, valve-in-valve for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received: the valve was replaced due to calcification and possible stent fracture. Patient weight was also received and has been added. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on clinical data and literature, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. Based on the event description, this event was a stent fracture type ii (loss of stent integrity) requiring intervention. However, the device remains implanted, therefore analysis to determine the root cause of the stent fractures could not be performed. If information is provided in the future, a supplemental report will be issued.